Manufacturer narrative:
No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a constant tone, with a line across the screen, but no actual alarm was observed. The blood glucose reading was 194 mg/dl. The customer stated that he was thrown into the pool with the device on and there had been water exposure to the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.